Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge had "lack of resistance," and an "audible pop." Additionally, the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 100s-200s mg/dl.